Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and verified the reported issue. It was determined that the single board computer, located on the system pcb assembly, is inoperative and causes the device to not be able to pass the boot-up screen.

Manufacturer narrative:
(B)(4). Hysio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the system pcb assembly, which resolved the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device would not complete the boot-up process. There was no patient use associated with the reported issue.